Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. While troubleshooting, the fse swapped the link between the live monitor and the interventional workspot (iws) monitor and the monitors were able to function again. It was determined that there was a fault with the iws monitor. After the fse made these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the live monitor had no display. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.